Manufacturer narrative:
The device has not been returned to mmdg for evaluation. The initial reporter did state during follow up that the pump had stopped alarming, and was working correctly and they do not appear to be returning the pump to mmdg. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states that there was "alarmed no flow out". They cleaned the pump, the alarm stopped, then began to alarm again. An mmdg clinician followed up with the patient. The patient did miss 8 hours of hydration. They reported at this time that the pump is used for supplementation of clear liquids only. They also stated that there was no adverse effect and that the pump was working without further issues. (B)(4).